Event description:
Drive devilbiss healthcare was notified of an incident involving a wheelchair by an attorney alleging the right rear wheel fell off while in use. The end user fell and received bruises. The end user's wife pushing the wheelchair fell and broke her leg which required surgery. The device was returned for evaluation. Upon evaluation, the wheel on the left rear side had broken around the axle, preventing the wheel from staying on the axle attached to the wheelchair frame. Product labeling states, "large rear wheels should be inspected at least once a month to ensure proper tightness. If wheel wobbles or is loose, release lock nut and tighten axle bolt slightly. Test for proper tightness by leaning chair to one side and spin adjusted wheel." Drive devilbiss healthcare is attempting to obtain additional information and will also notify the manufacturer of the product about this complaint.